Manufacturer narrative:
Was used. (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown batch no: unknown (provided 2101808). It was reported that the patient experienced the event of new allergy to chlorhexidine. Verbatim: case description: this united states case is a solicited report received on 29 sep 2021 from a consumer from a patient support program via (B)(6) specialtypharmacy. This (B)(6) year-old, (B)(6) lb, female patient began therapy withorenitram (treprostinil diethanolamine), on (B)(6) 2020 for primary pulmonary arterial hypertension. The patient was supplied with orenitram 0.25 mg, 2.5 mg and the current dose was 3 mg, oral (po)every eight hour (q8h). On an unreported date, the patient experienced the event of new allergy to chlorhexidine (drug hypersensitivity).